Event description:
It was reported that implantable cardioverter defibrillator (ICD) was noted with increased battery drain. The ICD remains in use. No patient complications have been reported as a result of this event. This patient is a participant of the (B)(6) clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 4471 competitor lead, implanted: (B)(6) 2013. (B)(4).